Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) there was suspected shocks for possible atrial fibrillation (af) with rapid ventricular response. It was reported that the atrial arrhythmia was in progress at time of therapy. The crt-d remains in use. No further patient complications have been reported as a result of this event.